Event description:
Patient on steris 4085 or table having acl surgery, which involves large amounts of normal saline. At the end of the case, the bed would not go down or unlock with the electronic remote control or with the manual override. Bio med came to evaluate, the patient was moved off the table, the table was picked up and dragged outside the or room to the or hallway and the table began to smoke and there were flames coming from the base of the table. The fire was extinguished immediately and there was no harm.